Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation was performed on the reported complaint and determined that there were no issues with the librelink application that would have led to the complaint. The user reported unable to receive high and low glucose alarm notifications with their sensor. Attempted to replicate the user¿s complaint using similar configuration and successfully received high and low glucose readings and alarm notifications in the application (android 9 2.8.2.9318). The user complaint could not be reproduced. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc application in use with phone (samsung galaxy note10+; android os: 9). The customer indicated that the low/high glucose alarm did not sound and as a result, customer was not alerted of changes in glucose level and experienced a loss of consciousness, requiring treatment of IV glucose and coca cola provided by a healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Extended investigation will be performed and a follow-up will be submitted once all investigation activities have been completed. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc application in use with phone (samsung galaxy note10+; android os: 9). The customer indicated that the low/high glucose alarm did not sound and as a result, customer was not alerted of changes in glucose level and experienced a loss of consciousness, requiring treatment of IV glucose and coca cola provided by a healthcare professional. There was no report of death or permanent injury associated with this event.